Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered bodily injuries. Injuries and or symptoms include recurrence of stress urinary incontinence, urinary tract infections, vaginal pain, discomfort and painful sexual intercourse.